Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a left atrial appendage closure procedure vessel perforation and cardiac tamponade occurred. Double transseptal punctures were performed and an amplatz¿ super stiff guidewire and a non-bsc imaging catheter were advanced to the left atrium. The patient became diaphoretic and complained of feeling unwell. A left atrial appendage occluder was placed successfully; however, the patient became hypotensive and unresponsive. Cardio pulmonary resuscitation (CPR) and ventilation were initiated and an echocardiogram revealed a perforation that had caused a cardiac tamponade which was then treated with pericardiocentesis. The patient was then placed on bypass and surgical repair of the perforation in the upper left atrium was performed. The occluder device was also removed as it was displaced during CPR. No further patient complications were reported and the patient stabilized and was recovering in the ICU.